Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was exposed to moisture, and noticed a stuck button. The customer experienced hypoglycemia and was treated with glucose/carbohydrate intake. The event involved product(s) unk_disposables, mmt-1880l, and unomedical. Troubleshooting was partially performed for the low blood glucose event. Troubleshooting was performed for the stuck button alarm, and the pump was not exposed to a change in altitude. Troubleshooting was performed for the fluid in the pump, and the fluid is present in the battery compartment. The pump self-test did not pass. No further patient complications were reported. No product return is required for unk_disposables and unomedical. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.